Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
(1) complaint description (quotation of the customer): "alarm - external flow sensor failed. Flow sensor calibration failed." (2) health impact: no clinical signs, symptoms or conditions and additional device required, were reported.

Manufacturer narrative:
Additional information: hamilton medical ag comes to the following conclusion: a complaint was received with the following description: ¿alarm ¿ external flow sensor failed. Flow sensor calibration failed.¿ the following was investigated: on 20 august 2024, a flow sensor calibration was successfully for testing purposes performed. The device was then shut down and restarted on (B)(6) 2024 (date of event). Approximately 10 minutes after startup, the first ¿check flow sensor¿ message appeared, triggering sensor failure mode. Multiple ¿check flow sensor¿ alarms followed. The hamilton-c2 ventilator was placed in standby mode from pcv + mode, then the flow sensor calibration was performed. Tightness test passed. Flow sensor calibration failed twice but succeeded on the third attempt. Afterwards during ventilation with patient involvement a high-priority alarm appeared: ¿check flow sensor tubing.¿ after this calibration of the flow sensor fail, the user replaced the ventilator. Hardware analysis: cracks were found in the pressure sensor assembly during the inspection of the device. The pdiff sensor was also not providing correct values. This indicates a defective pdiff sensor (the age is over 14 years old). Root cause: a defective pressure sensor assembly and pdiff sensor was identified.

Event description:
Alarm - external flowsensor failed. Flow sensor calibration failed.